Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their tooth is noticeably wiggly, they can move it back and forth. Patient provided mobility video showing mobility of tooth #24. Advised patient to do a 14 day rest in their most comfortable aligner and to update with and update mobility video.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.